Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was exiting the tubing sooner than expected during the load fill tubing sequence, and continued to drip insulin from the tubing even after the fill tubing process had been stopped. Reportedly, the cartridge was changed to address the issue. Due to the anonymous nature of the reporting platform (reddit) tandem technical support was unable to follow up with customers to confirm nature of issues reported or to provide further troubleshooting and training. No further information available. There was no reported adverse impact to the customer¿s blood glucose level.